Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (loose internal component) issue. Reportedly, there was rattling noise in the pump. The reporter stated that the rattling noise persisted after the battery and cap were removed and the cartridge and the cartridge cap were confirmed to be secured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up and functioned properly. The pump casing was opened and no loose internal components were found. The investigation was unable to duplicate the reported loose component issue.